Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Refer to medwatch # 2032227-2015-66320.

Event description:
The customer reported via telephone call that the insulin pump had alarmed for no delivery. The blood glucose was 460 mg/dl. The customer treated with a bolus and was unable to troubleshoot for the issue. The customer also reported a low blood glucose of 27 mg/dl resulting in a call to the paramedics. The customer treated the low with food and did not recall the cause of the low blood glucose. The drive support cap was normal and recessed. The customer reported that the bolus history was correct, the reservoir showed the same amount of insulin as shown on the status screen, and that the insulin pump had not been exposed to a strong magnetic field. The customer was advised to speak with a healthcare professional regarding the low blood glucose. The customer also reported that the insulin pump screen was scratched, but that the screen could be seen and that the insulin pump worked fine. No product will be returned.